Event description:
The patient presented to the ER after receiving inappropriate shocks. The review of the electrograms revealed noise. The lead was capped and new lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.